Event description:
A 28 mm eea stapler used by surgeon. Upon visual assessment on monitor, staple line showed a leak. Dr. Laparoscopically closed staple line with suture. Autosuture rep notified. (B)(4).